Event description:
It was reported to manufacturer by facility, (B)(6) nursing home, per facility, they are very unhappy with their two lifts [purchased for trial/usage] which are giving them nothing but trouble. Per facility, they had dropped two residents using them, and they want them taken out of their facility. First notice of complaint was received 06/21/2010; however, facility alleged incidents occurred: 1st incident - (B)(6) 2010. Aide was transferring resident from bed to geri-chair, as aide turned the resident, the lift tipped and resident fell to the floor. Resident hit the geri-chair before landing on the floor. Injury received was a small 4cm raised area on the left side of her head and bruising to her left arm. (B)(6). Second incident - (B)(6) 2010. Aide's were transferring resident from bed to geri-chair. As they were turning lift to place resident in chair, the lift leg collapsed in and the lift tipped over. No injuries from this incident reported. Male resident (B)(6). Ra (B)(4) issued get both lifts out of facility and returned for evaluation.